Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device and device memory revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device classified the event as supraventricular tachycardia when there was either ventricular fibrillation (vf) or asystole. It was also reported the right ventricular (rv) lead displayed a sensing issue or noise. The patient is deceased. Additional information was received reporting the patient had a "dying heart."